Event description:
Event verbatim [preferred term] burn blister on neck [burns second degree] , had a small scar in her neck [scar], case narrative:this is a spontaneous report from a pfizer-sponsored program [brand websites for division consumer healthcare (B)(6)]. A contactable consumer reported that she, a female patient age and ethnicity unspecified used thermacare heatwrap (thermacare neck, shoulder & wrist) from unknown date for unknown indication for some time and was always very pleased. The patient medical history and concomitant medications were not reported. But the last application left marks. She glued thermacare (lot number s16663, expiration date: 12jan2019) on her neck as usual and it felt as always pleasantly warm. However after removing she noticed a burn blister. Now she had a small scar in her neck (photo attached). The consumer wanted to use this possibility to report a product complaint. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. No follow-up attempts needed. No further information expected. Company clinical evaluation comment based on the information provided, the events of "burn blister" "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister" "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
[Preferred term] burn blister on neck [burns second degree] , had a small scar in her neck [scar]. Case narrative:this is a spontaneous report from a pfizer-sponsored program [brand websites for devision consumer healthcare germany]. A contactable consumer reported that she, a female patient of unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: s16663, expiration date: 12jan2019, from an unknown date for an unknown indication for some time and was always very pleased. The patient medical history and concomitant medications were not reported. But the last application left marks. She glued thermacare on her neck as usual and it felt as always pleasantly warm. However after removing she noticed a burn blister. Now she had a small scar in her neck (photo attached). The consumer wanted to use this possibility to report a product complaint. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of the "heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No follow-up attempts needed. No further information expected. Follow-up (16may2018): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events of "burn blister" "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blister" "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of the "heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.